Event description:
Patient called in regarding a hyperbaric oxygen chamber that she decided to try out somewhere. For 3 months she could get unlimited 1.5hr sessions daily. Patient felt headaches and lethargic each time after getting out of the chamber. Patient co2 levels were 3,444 after leaving the chamber. The next day the patient went and measured her levels again and it was 2,444. Patient reached out to the manufacturer and was offered part of her money back. Patient has a concern that the co2 levels isn't being monitored properly.